Event description:
The user facility reported that a pt sustained perforation during an unspecified procedure. The reporter indicated that the users had to clip the affected site. The users alleged that the subject device had unexpectedly changed to the cut mode. The current condition of the pt is unk.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but did not receive any further detailed info. An olympus clinical specialist, and field service engineer visited the user facility following the reported event to meet with the end users and provided an in-service. The users reported that a polyp was snared with an unidentified model of snare. After removal of the polyp the physician attempted to perform a small cauterization, but reportedly flayed tissue at the site. The user facility was not able to provide the specific serial number of the subject device. Review of the equipment inventory for the user facility determined that the user facility owned two esg-100s, (B)(4). Olympus will continue to work with the user facility to obtain additional info, and will supplement this report. This report is being submitted as a MDR in an abundance of caution.